Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when drawing out the dilator, the hemostatic valve was leaking on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath was replaced and the procedure continued. The hub and the gasket came apart. The hemostatic valve stayed in one piece; however, it separated from the hub. At the time of the event, the sheath was in the patient in the left atrium (la). No air entered the body. The pressure of the la caused back flow of blood out the back of the sheath. Approximately 40ml of blood was lost, the hemodynamics was not compromised, and no medical intervention was required. There was no report of patient consequence. A visual inspection was performed and it was found that the hemostatic valve was dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. It was reported that when drawing out the dilator, the hemostatic valve was leaking on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The sheath was replaced and the procedure continued. The hub and the gasket came apart. The hemostatic valve stayed in one piece; however, it separated from the hub. At the time of the event, the sheath was in the patient in the left atrium (la). No air entered the body. The pressure of the la caused back flow of blood out the back of the sheath. Approximately 40ml of blood was lost, the hemodynamics was not compromised, and no medical intervention was required. There was no report of patient consequence. This event was assessed as an MDR reportable hemostatic valve separation issue.